Event description:
It was reported the physician is concerned over the sudden and unexpected elective replacement or end of service life of a family of pacemakers. The physician is also concerned this device family is still being promoted and implanted with the known issues. This device reached elective replacement indicator (eri) prematurely. The device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.